Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that 6 unspecified introsyte introducer had the sheath not split as intended or blood exposure/splash during use. The following was reported by the initial reporter: "it was reported via introsyte introducer survey that the clinician experienced."

Manufacturer narrative:
H: no. Of events summarized: 6.

Event description:
It was reported that 6 unspecified introsyte introducer had the sheath not split as intended or blood exposure/splash during use. The following was reported by the initial reporter: "it was reported via introsyte introducer survey that the clinician experienced."

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10

Event description:
It was reported that 6 unspecified introsyte introducer had the sheath not split as intended or blood exposure/splash during use. The following was reported by the initial reporter: "it was reported via introsyte introducer survey that the clinician experienced ."